Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported fluctuating bg levels, including a low event, and requested assistance in performing a factory reset. The user¿s healthcare provider approved the reset due to variable glucose control. No ems or hospitalization was reported, and follow-up attempts were unsuccessful.